Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, the set tidal volume was 500ml and delivered tidal volume was 650ml. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service.